Event description:
Additional information indicates that this product was explanted. The product is not expected for return as it was discarded by the physician. No further details were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that pacemaker declared a battery status of elective replacement indicator (eri) four years after implant. It was alleged that this device exhibited premature battery depletion. No adverse patient effects were reported. This product remains in-service.